Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician performed a transseptal crossing with the wire, which was advanced through and then out from the was sheath across the septum. A pigtail catheter was then inserted. Anesthesia reported that the patients' pressure dropped. A check for effusion was requested, and an effusion was noted on transesophageal echocardiography (tee). The physician pulled everything back to the right side, administered protamine to the patient and performed a pericardiocentesis to drain the effusion. Following drainage, the effusion resolved. The patient was kept overnight for observation.